Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 150cc saline prothesis, catalog #3501615, lot #5882318. Manufacturer¿s reference number: (B)(4). (B)(6).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation with mentor smooth round moderate profile 150cc saline protheses. The final fill volume of the prostheses was 150ccs. Bilateral deflation was diagnosed through ultrasound post procedure. As a result, device replacement with 330cc mentor memoryshape gel breast implants was performed on (B)(6) 2018. (See 1645337-2018-03350 for contralateral prosthesis report).

Manufacturer narrative:
The device history record (DHR) of lot number 5641908 was reviewed on 6/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/1/2018. Device evaluation summary: it was reported that a (B)(6) patient underwent breast augmentation with mentor smooth round moderate profile 150cc saline protheses. Bilateral deflation was diagnosed through ultrasound post procedure. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device. White material was observed on the shell surface. During visual examination of the device, the product evaluation team observed an area of missing material on the anterior view measuring approximately 0.5 by 0.3 cm. Microscopic examination of the missing material edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since an area of missing material was found on the device. Nonetheless, a microscopic examination of the missing material edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).